Event description:
It was reported, the patient had an infection. The infection type was unknown. No culture was taken. Antibiotic treatment was necessary. The location of the infection was at the device pocket. The patient was on schedule for a new implant on 2015 (B)(6). The patient had the pump and catheter explanted on 2015 (B)(6) due to the infection. The nurse believed it was caused by a lack of hygiene on the part of the patient and caregiver following the replacement procedure on 2015 (B)(6). The healthcare provider (hcp) planned to re-implant the patient with a new pump and catheter on 2015 (B)(6). The patient status at the time of this report was ¿alive ¿ no injury.¿ it was later reported that the new pump and catheter were implanted on 2015 (B)(6). The hcp noted the previous device got infected at the pocket site because, it was not properly cared for. The patient did not follow-up after the pump replacement procedure for wound check. Instead, the patient had allowed her friend to remove the staples. The hcp believed this lead to the patient¿s infection. The drug being delivered via the device system was lioresal. No patient outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).